Manufacturer narrative:
An event of device deformation after release from the delivery cable was reported, requiring removal of the device via snare. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device was visually examined and there were no visible anomalies noted, including no device deformation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer multi-fenestrated septal cribriform occluder was selected for implanted using an 8f amplatzer torqvue delivery system. During the procedure, the occluder was deployed and released from the delivery cable. After the device was released, the occluder formed into a cobra phenomenon. The device was subsequently removed via surgical catcher. There were no interactions with cardiac structures, and no angulation/kink of the delivery system was observed. A new 18mm amplatzer multi-fenestrated septal cribriform occluder was successfully implanted. The patient was reported to be in stable condition.

Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer cribriform occluder was selected for implanted using an 8f amplatzer torqvue delivery system. During implant, the occluder formed into a cobra phenomenon; it was released from the delivery cable and subsequently removed via surgical catcher. There were no interactions with cardiac structures and no angulation/kink of the delivery system was observed. A new 18mm amplatzer cribriform occluder was successfully implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.